Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 to"low" on the glucose monitor. Low bg cause was not known. Customer consumed carbohydrates and drink juice to address bg. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.